Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there are erroneous results. 5/13/21 ¿what were the test results that were erroneous? Hemoglobin and hematocrit.

Manufacturer narrative:
H6: investigation summary bd did not receive customer return samples for this investigation; therefore testing was performed on retention samples from inventory of the same lot. An investigation was performed to evaluate the reported defect of erroneous results. Initial clinical testing performed: retention samples were evaluated, and no issues related to erroneous results was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. Additional clinical testing performed: additional retention samples were evaluated in a separate study, and no issues related to erroneous results was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (multiple retain) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of customer samples indicated that the edta tubes performed as expected. Complaint history review: a complaint history was performed, and as of 24aug2021, this complaint is the 1st and only complaint received on this lot number for this defect. One other complaint was received on this lot for underfill. Retention sample testing: retention samples were visually inspected for additive/spray coat pattern with no issues identified. Additionally, retention samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Device history record review (DHR): based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Conclusion: this complaint is unable to be confirmed for erroneous results based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The results of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there are erroneous results. (B)(6) 2021 ¿what were the test results that were erroneous? Hemoglobin and hematocrit.